Event description:
It was reported by a service report that the bed was showing an error on the scale display for the ibed system due to wires being pulled out of the side rail limit switch. No pt involvement or adverse consequences are reported.